Manufacturer narrative:
The reported event of failure to remove the stylet was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. A visual inspection of the lead revealed that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up and clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the stylet got stuck in the left ventricular (lv) lead. The lv lead was removed and replaced to resolve the event. The patient was in stable condition.